Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not fully implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and lens was observed torn; most likely related to the removal process mentioned on the initial report. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that a za9003 21.5 diopter intraocular lens (iol) was removed from a patient's left eye because the lens did not insert in the eye correctly. The incision was enlarged when removing the lens. Patient is doing fine. Through follow up additional information was provided indicating that it was a user issue, did not enter eye properly per the surgeon. An anterior vitrectomy was done and a 10-0 nylon suture was placed. Patient is doing fine.